Manufacturer narrative:
The reported event of failure to advance guidewire was not confirmed. As received, a complete lead was returned in one piece. The guidewire used in the field was not returned with the lead for analysis. A guidewire was able to be inserted through the entire lead body and removed with no restriction. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.

Event description:
During attempted implant, it was reported that the guidewire could not be advanced into the body of the left ventricular (lv) lead. A malfunction was suspected on the lv lead. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.